Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-00047. It was reported the patient's scs ipg would not enter into MRI mode due to low impedance measurements. As a result, surgical intervention was scheduled as the next course of action. Further review of the manufacturer's database revealed surgery was undertaken on (B)(6) 2017 wherein the system was explanted due to a required MRI. The company representative was not present for the case.